Manufacturer narrative:
(B)(4). The lot 14a036 was manufactured january 27, 2014 - january 29, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was available at the plant for evaluation. During visual inspection, white particles, between 0.20 to 0.40 mm in size, were found floating in the solution of the bladder. The white particles were identified to be acrylic material via ftir spectrophotometer scanning. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that unknown white or red/brown particles of about 0.1mm - 0.3mm were observed inside the bladder of a large volume intermate during filling the device with unknown solution. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The cause of the particles could not be determined. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.